Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable separated at the connection end and the insulated wiring junction. No patient involvement.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable separated at the connection end and the insulated wiring junction.

Manufacturer narrative:
Corrected section: describe event or problem. Corrected: updated event to reflect the correct information (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hemopro2 extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The extension cable was separated at the connection end and exposed the insulated wiring junction. The connector collar was dislocated from its original position leaving the white plastic inside the connector collar slightly exposed. The broken connector collar piece remained attached the extension cable. Based on the return condition of the device and the results of the investigation, the reported failure mode ¿break; cord¿ was confirmed.